Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experience to hyperglycemia. Customer's blood glucose level was over 600 mg/dl. Customer wasn¿t hospitalized. Customer reported that previous hyperglycemia events and customer stated that one event was due to insulin leaking from infusion set. The insulin pump will not be returned for analysis.